Event description:
It was reported that revision surgery was performed due to a fracture of the device.

Manufacturer narrative:
It is unclear from the available information the exact cause for the fracture of the neck region of the hip stem. A fracture in the neck region may occur if the mechanical loads applied to the stem exceed the strength of the material.